Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated all workstation pcbs, flashed nodes and reloaded cal files. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9800 sys was poor. There was no report of pt injury.